Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in a severely tortuous and severely calcified superficial femoral artery. A 2.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and patient was good post procedure.